Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. A visual and dimensional inspection was performed on the returned guide wire and the reported stretched coils were confirmed. The reported difficulty to advance and remove were unable to be replicated in a testing environment as it was based on operational circumstances. The electronic lot history record (elhr) or similar incident query for this product/lot was not reviewed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported stretched coils, difficulty to advance and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the guide wire encountered resistance with the moderately calcified and tortuous anatomy causing the difficulty to advance and remove. Manipulation against resistance resulted in the stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure accessed the artery using radial approach to treat a lesion located in the right coronary artery that was moderately calcified and tortuous. During advancement of the versacore guide wire there was resistance and it got stuck in a side branch. The guide wire was manipulated and pulled back but it became stuck again in the anatomy. The wire was able to be retrieved without intervention. The coils were observed to be stretched, but the core did not separate. The diagnostic procedure was continued with a non-abbott device. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.